Event description:
In this event, a doctor reported that estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude previously damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified during testing. Maximum temperature for the attachment head exceeded (B)(4) temperature limits and failed (B)(4) performance testing. The attachment exhibited a temperature increase during free run testing of 92 degrees celsius and under load of 46 degrees celsius. Maximum allowable temperature at time of testing was 43 degrees celsius. The bur end bearing failure, free roaming ball bearings, and excessive debris most likely created friction within the head, which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head, which is evident from the abrasive wear on the teeth of the gas. A lack of lubrication was also noticed as received. In addition, attachment cooking was reduced due to the damaged water and chip air o-rings. Each of these factors contributed to the overheating of the attachment.